Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise, rising thresholds and extra cardiac stimulation were noted on the right ventricular (rv) lead. It was noted noise may be inhibiting normal function of the implantable pulse generator (ipg). The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.